Event description:
Event description guidant received information that during a routine change-out for normal eri, a shorted shocking lead indicator was observed. The lead was capped and the brady and tachy therapy for the old implantable cardioverter defibrillator was programmed off. The old ICD and lead system was left implanted.